Event description:
The patient reported exposed wires on the patient electronic system, the location of the fray could not be confirmed. The patient electronic system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(4) 2023. One cardiomems patient electronic system was received for evaluation. Power cord and power supply were not returned. External and internal visual inspections of returned material revealed no discrepancies or discernible damage. No damaged, frayed, or exposed wiring was observed. Initial attempts at powering on unit were unsuccessful. A test power cord and power supply was used for performance testing. The unit was powered on with no issues observed. Manipulation of power supply connection at various areas while unit was powered on produced no intermittent malfunctions or deficiencies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.